Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). Customer alleged the pump stopped delivering insulin. No alarms were declared that would have suspended insulin. The infusion set site/tubing and cartridge were inspected; no issues were observed. However, healthcare provider alleged that pump was the cause of the event. Customer declined to provide further information.